Event description:
It was reported that content leaked. No patient injury was reported.

Manufacturer narrative:
Functional testing was performed on one sample returned in used conditions, without its original package and with its certificate of safe handling. The sample unit was filled with colored water using a syringe in order to detect any leakage. A leak was found in the bag. The reported failure was confirmed. The most probable root cause is that the cassette with leak in the bag was not properly segregated during leak test operation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08146 is no longer considered reportable, please disregard any MDR reports associated with it.